Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Additional information: these issues are occurring while infusing feeds, since the amount of feeding is not completely delivered. The infusion was not life-sustaining.

Event description:
Information was received indicating that a smiths medical pump was having issues administering continuous feedings over 4 hours. When the exact feeding amount was in the syringe, there was a remainder of 2ml with the pump alarming that the syringe was empty. When the nurse tried to press continue, the pump did not override, so it was unable to deliver the rest of the volume. There were no reported adverse events.

Manufacturer narrative:
Other, other text: additional information: reported event was identified as similar to a product issue where a correction or removal was reported to FDA - recall number z-1135-2018 this remediation MDR was generated under protocol b10009406, as a result of warning letter cms#(B)(4)., corrected data: h7, h9